Manufacturer narrative:
The device will be evaluated when it is received and a follow-up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue with the console. The report states that while setting up for a case, the console gave an error message "is there air in the heat exchanger" after prime while in re-circulation mode. There were no reported patient complications resulting from the alleged issue.